Event description:
It was reported that suture placement was successful in a common femoral artery using the preclose technique with two perclose proglide devices prior to an abdominal aortic aneurysm (aaa) procedure. After the aaa procedure, hemostasis was not achieved with the sutures of the first two devices. A third perclose proglide device was used. Reportedly, the guide wire could not be rewired through the wire exit port of the third device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for investigation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incident in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information. The other two proglide devices are being filed under separate medwatch MFR numbers.